Event description:
International customer reported, that a patient developed bleeding after closing the operative site during a carotid endarterectomy. A tracheotomy was performed and the surgical site re-opened. The surgeon reported, that the suture had broken. The site was repaired with no further events.

Manufacturer narrative:
Date sent to the FDA: 01/24/2008. Results: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.